Manufacturer narrative:
D4 lot number: 2099134. A titan otr pump and two cylinders were received for analysis. No functional abnormalities were noted with the pump. A partial separation was noted in the exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. The information received indicated the device was not able to deflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, leak. Could not detect where it was located. The leak was somewhere in the system, but could not be isolated. Reservoir was checked, refilled to 75cc, and retained. Device revised and replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.